Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-mar-2026, a sales representative reported via email that an ar-1787pj-cp internalbrace implant system experienced an anchor break during a ucl procedure. The case was completed using additional anchors. No patient harm was reported.